Event description:
It was reported that the max-n device caused burns on the patient. The injury was circumferential under the pulse oximeter probe and adhesive area. Bacitracin was applied several times a day after discovered.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions (sss) for an evaluation. As the lot number of the device was not reported, a review of the device history record was unable to be conducted. Possible root causes for the reported event include may include: simultaneous use with incompatible equipment. Sensor is left on patient for excessive time. Device deterioration leads to loss of thermal safety. Inadequate handling procedures. Deterioration of material or seal leading to breach of protective barrier. Allergic reaction. The reported event will continue to be monitored through post market surveillance. The instructions for use states: "this device should not be used in patients who exhibit allergic reactions to adhesive tape." "Inspect the sensor site periodically to ensure correct sensor alignment and adhesion. Skin integrity and circulation distal to the site should be checked routinely and the sensor relocated to another site if found to be compromised." "Incorrect application of duration of use of a sensor can cause tissue damage." "Do not use a sensor or pulse oximeter cable if it is damaged and/or if optical components are exposed." Device not returned by facility.